Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: title: case of dissection in a gore acuseal vascular graft induced by wall injury during puncture. Source: kidney and dialysis ((B)(6)) vol.99 supplement access 2025 page: 240-241 (august 2025). A 54-year-old male with a medical history of end-stage renal disease caused by nephrosclerosis and drug-induced renal injury. The patient had been on hemodialysis for two years. Due to poor superficial veins in both upper limbs, dialysis was initiated using a left forearm loop graft (flixene vascular graft). One month after initiation, graft occlusion occurred due to left brachiocephalic vein obstruction, prompting superficialization of the right brachial artery. Four months after initiation, difficulty in venous return puncture was noted. An arteriovenous graft was created in the right forearm using a gore® acuseal vascular graft (acuseal graft), but it occluded early. The arteriovenous graft was reconstructed in the right upper arm using a new acuseal graft (second acuseal graft). At 1 year and 5 months later, the patient was hospitalized for surgery for pseudomyxoma peritonei. During the first dialysis session after admission, a sudden rise in venous pressure was observed. Ultrasound revealed dissection (delamination) at the frequently punctured venous site of the second acuseal graft. As the second acuseal graft became occluded, percutaneous transluminal angioplasty (pta) was attempted but failed to restore patency. Partial replacement with a gore® propaten® vascular graft was performed. Wall injury caused by repeated punctures was suspected to be the trigger for graft dissection.